Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 180mg/dl, 150mg/dl, 125mg/dl. Tests were done within <10 mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.